Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that the customer found air bubbles in the reservoir. It was stated that the customer did not store insulin at room temperature and the insulin pump was rewound with the reservoir in place. The reservoirs were not prefilled. The air bubbles occurred after 24 hours. The air bubbles were removed with prime and no insulin leak was found. The blood glucose at the time of the incident is unknown. The reservoir will not be returned for analysis.